Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient used a heating pad often and the patient stated when they do, it ran the ins battery down fast. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that using the heating pad runs the battery down. The patient reported that the battery is in the buttock which when laying the heat pad presses on the battery. The patient reported that the intense heat, which is usually at the highest level, run down the battery faster. The patient reported that the higher the heat the faster the battery runs down. The patient reported that they were trying to have the battery moved on the side and have been referred to a neurosurgeon and needs to set up an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient sent a letter on january 21st, stating that the circumstances leading to the issue of the heating pad running the batter y down were that the patient was laying down on or sitting up against a heating pad, which was placed directly over the battery. The week long battery charge will instead run out of power in as little as a day. Charging to 100% in 1.5 hours can take over 5 hours. The steps taken to resolve their heating pad issue were to keep the pad at least 1-2 inches away from the battery and if charging, at least 1-2 inches away from the charging paddle. They advised asking a patient before they were implanted if they use a heating pad so they can implant the battery away from it. They stated that their battery was scheduled to be moved from their back to their side because of this issue. They stated they were not informed of this issue occurring before their surgery and it was crucial. No further complications were reported/anticipated.